Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "during drilling with t2 surgical instrument drill tip ao type 3.5 diameter, 230m length, the drill tip broke off due to interference with the guide pin. The drill tip was removed from the patient's body and the procedure was completed without any problems."

Manufacturer narrative:
The reported event could be confirmed, although the device was not returned but the x-rays confirmed the alleged breakage. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. A few post-op and post failure x-rays were shared for evaluation. These were presented to our hcp whose opinion was that the reduction was not adequate enough. The dislocation/gap between the proximal and distal part is still significant, the fracture parts do not really seem to touch or be close to each other. Therefore, this suggest that reason is non-union since, after a year, we see little callus bridging, which is related to the gap, which was too big. Based on the x-ray evaluation, the breakage of the nail most likely happened due to the non-union, but more information, as well as the affected device, must be available in order to determine the exact root cause of the issue. If the device is returned, or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during drilling with t2 surgical instrument drill tip ao type 3.5 diameter, 230m length, the drill tip broke off due to interference with the guide pin. The drill tip was removed from the patient's body and the procedure was completed without any problems."